Event description:
During connection of the extension to the deep brain stimulator, the right lead was dislodged out of place. The lead was replaced 2 days later. The patient was placed under general anesthesia for the operation. He tolerated the procedure well and was discharged from the hospital the same day.